Event description:
It was reported that the bd ultra fine¿ pen needle was clogged, unable to deliver medication there was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding about 25 pen needles per box that clogged during injection. Consumer found some clogged during flow check.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1173026. Medical device expiration date: 06/30/2026. Device manufacture date: 06/22/2021. Medical device lot #:1251939. Medical device expiration date: 09/30/2026. Device manufacture date: 09/08/2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle was clogged, unable to deliver medication there was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding about 25 pen needles per box that clogged during injection. Consumer found some clogged during flow check.